Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that MRI technician said patient mentioned that therapy "wasn't working for him", thus hcp removed the neurostimulator but left the lead wire. No further detail available.